Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed uninterpretable patient images. Also, the system locked up during a cine run. No report of patient injury.